Event description:
During a follow up appointment, the physician noticed a small endoleak on the CT at the junction of the main body and the leg. On the angio on the day of the procedure (2007), the physician still could not pin point the exact location of the leak so he placed an additional iliac leg graft and that seemed to take care of the leak.

Manufacturer narrative:
Evaluation: no product was returned to assist in this investigation. An internal review indicated that since the physician was unable to determine the exact location of the leak, we are unable to attribute a cause of the leak. However, one possible cause of the leak may have been due to an inadequate seal between the main body graft and the leg graft.